Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a follow-up report will be submitted.

Event description:
It was reported by the customer the rso2 baseline reading is inaccurate when compared to the mathematical subtraction of the baseline value and the actual rso2. Additional info provided mentioned that when you subtract the blue value on the right side from the yellow number on the left side should equal out to the delta baseline number. There was no known pt impact or consequences.